Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) male patient, the device gave a "shock advised" prompt for a heart rhythm clinicians believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the clinical data was provided. Review of the clinical data did not find evidence of the customer's report. The analysis algorithm determined ventricular tachycardia. The variations in distance between the detected peaks as well as the variation in amplitude between the detected peaks made the ECG in segments 2 and 3 appear more chaotic rather than organized resulting in a shock advised analysis. The device was found to function as designed and configured within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.